Event description:
It was reported that removal difficulty and tip detachment occurred. The patient presented with st-elevation myocardial infarction and underwent percutaneous coronary intervention. A 5.0mm x20mm synergy megatron drug-eluting stent was advanced and deployed in the right coronary artery. Then, a 5.00mm x 15mm nc emerge balloon catheter was advanced to post-dilate the lesion. However, during removal, the device got stuck at the subcutaneous right groin and could not be removed, and the balloon tip fractured. A vascular surgeon explored and helped in removing the device from the right groin. All the other devices were non-boston scientific and were removed outside of the patient. The last image showed the stent deployed and post dilated, so the physician decided to stop the procedure and transferred the patient to the cardiac care unit. There were no patient complications.

Event description:
It was reported that removal difficulty and tip detachment occurred. The patient presented with st-elevation myocardial infarction and underwent percutaneous coronary intervention. A 5.0mm x20mm synergy megatron drug-eluting stent was advanced and deployed in the right coronary artery. Then, a 5.00mm x 15mm nc emerge balloon catheter was advanced to post-dilate the lesion. However, during removal, the device got stuck at the subcutaneous right groin and could not be removed, and the balloon tip fractured. A vascular surgeon explored and helped in removing the device from the right groin. All the other devices were non-boston scientific and were removed outside of the patient. The last image showed the stent deployed and post dilated, so the physician decided to stop the procedure and transferred the patient to the cardiac care unit. There were no patient complications. It was further reported that it was the proximal shaft of the balloon which was detached rather than the tip. Following the procedure, the physician rechecked the vessel again and found the stent was in good position. The patient was admitted with sepsis and had a necrotizing fasciitis and debridement. Two days later, the patient passed away.

Manufacturer narrative:
The nc emerge mr, ous 5.00mm x 15mm balloon catheter was not returned for analysis; therefore, a technical analysis could not be performed. However, two images were provided by the customer, showing a detached balloon. The images appear to show that the balloon material was detached from the polymer extrusion itself rather than a break in the extrusion. Good faith effort attempts were made to try and retrieve additional media, but further media was unable to be obtained.

Event description:
It was reported that removal difficulty and tip detachment occurred. The patient presented with st-elevation myocardial infarction and underwent percutaneous coronary intervention. A 5.0mm x20mm synergy megatron drug-eluting stent was advanced and deployed in the right coronary artery. Then, a 5.00mm x 15mm nc emerge balloon catheter was advanced to post-dilate the lesion. However, during removal, the device got stuck at the subcutaneous right groin and could not be removed, and the balloon tip fractured. A vascular surgeon explored and helped in removing the device from the right groin. All the other devices were non-boston scientific and were removed outside of the patient. The last image showed the stent deployed and post dilated, so the physician decided to stop the procedure and transferred the patient to the cardiac care unit. There were no patient complications. It was further reported that it was the proximal shaft of the balloon which was detached rather than the tip. Following the procedure, the physician rechecked the vessel again and found the stent was in good position. The patient was admitted with sepsis and had a necrotizing fasciitis and debridement. Two days later, the patient passed away.